Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implantation procedure, the lens was found to be faulty and remained folded. The lens was removed and replaced with another unspecified lens. According to additional information received stated that the lens was removed and replaced with another lens during the same procedure. There was no patient harm.